Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that half of the pump touch screen was unreadable. Reportedly, there were stripes running across the screen that blocked the graphics and text. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.